Event description:
It was reported that the patient¿s right side system was explanted a while ago due to an infection. The patient outcome was not reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3387s-40, lot# v824113, implanted: (B)(6) 2012, product type: lead. (B)(4).